Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing high blood glucose levels of 26mmol/l. The customer¿s treated with pump. The customer states they usually have been waking up with high blood glucose levels and are not sure why. The customer replaces the infusion set often due to high blood glucose levels. The customer was assisted with troubleshooting. The insulin pump is not being replaced and is not expected to return for analysis.